Event description:
The customer reported that there was intermittent loss of the left monitor video. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cart cable and cable fault. The system operates as intended.